Manufacturer narrative:
The pump has been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (blank screen w/moisture) issue; moisture behind the display lens. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a visual inspection of the pump showed that there was moisture in the pump. The pump failed a leak test due a keypad leak and a crack in the battery compartment. The pump powered on to a blank display. The pump cover was opened and moisture was observed on the display, the printed circuit board, and display flex. Unrelated to the complaint, the keypad cover was returned peeling off.